Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from its pusher assembly and revealed that the pusher assembly ddt was fractured off. If the device is forcefully manipulated against resistance, damage such as pusher assembly ddt fractured may occur. If this occurs, the embolization coil will detach from the pusher assembly. The root cause of the resistance could not be determined. Further investigation revealed that the embolization coil had offset coil winds and the pusher assembly had kinks throughout its length. These damages were likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). It should be noted that the patient's anatomy was tortuous. During the procedure, the physician implanted one ruby coil and one pod coil into the target location and flushed the lantern after each coil was implanted. While advancing a pod pc past the hub of the lantern, resistance was encountered. Subsequently, the physician noticed that the coil had detached from the pusher assembly at the hub of the lantern. Therefore, the lantern containing the detached pod pc was removed from the patient and the coil was flushed out on the back table. The procedure was completed using three pod pcs, two ruby coils, and the same lantern. There was no report of an adverse effect to the patient.